Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited an error code e217 during installation. There was no patient involvement.